Event description:
Product was used on the rcfa following a diagnostic catheterization procedure. While attempting to deploy the collagen, the physician met resistance. The procedure was continued and the product sheath separated from the hub and remained in the tissue tract. The physician chose to remove the sheath during a previously scheduled procedure.